Event description:
During impaction of the tibial trial construct the 4mm offset broke.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned coupler confirms the device is broken. The associated device was manufactured in 2007 and shows signs of significant wear/use, especially on the outside of the large diameter of the female connection. The connection screw is assembled through the offset coupler male part into the offset coupler female part with a thread locking agent. An additional set screw is assembled on top of the connection screw in the offset coupler male part to fasten it during surgery. If an excessive amount of torque is applied to the set screw, torque may be transferred to the connection screw leading to a fracture. The cause for the break in the offset coupler trial connection screw may be attributed to excessive torque applied to the set screw. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. A definitive root cause cannot be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.